Event description:
It was reported that a revision was performed for disassociation.

Manufacturer narrative:
The returned product was evaluated to determine the cause of the reported incident. The affected part had several features which could not be measure because of severe damage. Any evaluation of the part would be inconclusive. A review of the device history records did not indicate any abnormalities that could have caused or contributed to the reported failure. This is the first reported incident for this lot and part combination.

Manufacturer narrative:
.